Event description:
Latex allergy to latex gloves. When applying latex gloves to practice universal precautions (as part of rptr's health professional job) her hands develop wheels, become erythemic and itch.